Event description:
It was reported by the rep that during a procedure to stent the sfa, the doctor first dilated with a 4mm balloon, then tried to push the stent graft in place and it fractured.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.